Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d4; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial procedure on an unknown date. The patient underwent a revision of the stem due to unknown reasons. Attempts have been made and no further information has been provided.